Manufacturer narrative:
Device evaluation: lens was returned dry, in a specimen cup. Visual inspection found the lens with scratches on the optic and clear residue on lens. (B)(4).

Event description:
The reporter stated that a micl12.6, -6.5 diopter, implantable collamer lens was explanted due to the patient did not like how they felt and did not like having a permanent lens. The lens was explanted a couple of weeks after it was implanted. The reporter stated the lens was not defective and the patient just didn't like them. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.